Event description:
A physician reported that the irrigation failure occurred and its lead to thermal burn during surgery. The procedure type was unknown. Postoperatively, the thermal burn was treated with steroidal ointments, antibiotics, and nonsteroidal anti-inflammatory drugs. However, the patient discontinued the steroid ophthalmic ointment independently, leading to a worsening of symptoms despite initial improvement. Despite the complication, the surgery was successfully completed on the same day. This report pertains to cassette involved in this reported event.

Manufacturer narrative:
The customer did not retain the finished goods lot number specific to this event; therefore, device history record and lot history could not be reviewed. A video and sample was returned for evaluation. This report is patient scheduled for cataract surgery on the right eye (oculus dexter). The customer reported a patient experienced a corneal burn during irrigation/aspiration (I/a). The surgeon suspected an irrigation failure occurred, during surgery and thermal burn developed. The surgeon indicated a ¿thermal burn occurred during surgery.¿ the pak and tip used in the case was returned. The customer and the company representative were able to watch the video. They confirmed that viscoelastics had accumulated in the irrigation sleeve. The customer changed the flow and vacuum settings from linear to fix.¿ the company representative provided feedback on the event, stating: ¿a total replacement with viscoat. The working space was secured, and the ultrasound (us) was not turned on with the foot pedal. It was depressed, (too shallowly) to reach the maximum aspiration pressure.¿ additionally, the company representative provided opinion on the event stating, ¿there may have been an issue where the ultrasound tip was pressed against the wound-wall to prevent the eyeball from rolling downward.¿ the representative also suspected that there was heat between the tip and the sleeve because of the low irrigation. Eventually, the surgeon and representative came to an understanding (after watching the video), that the issue may have been attributed to not creating enough working space. Post-operative data: the post-operative information states the patients visual acuity (va) is 20/50. Medications given. A video was submitted for review. The video is forty minutes and eight seconds long. When the video begins, the eye is already prepped and draped (including lid speculum). From the orientation of the eye, this appears to be a right eye (oculus dexter). The paracentesis incision is made. Trypan blue die was instilled into the anterior chamber (ac). This was followed by ophthalmic viscoelastic (ovd) in the anterior chamber. The main incision is then, created followed by a complete capsulotomy. The video shows only half the eye and up until marker (4:48). This is due to the orientation of the microscope view. This marker is the moment where the phaco tip enters the eye to begin phacoemulsification. The main incision appears tight and immediately upon beginning to phaco, milking can be seen in the anterior chamber and at the end of the handpiece (hp) during aspiration function. There is no audio to this file, therefore it is unknown if the occlusion warning was heard. At marker (5:04) the surgeon can be seen examining the corneal burn and removing the handpeice tip from the main incision. The tip re-renters and then milking occurs two more times. The anterior chamber is rinsed with the cannula, both times. Phaco continues until completion. The irrigation/aspiration tip enters the main incision (the cornea can be seen centrally to be puckering). The irrigation aspiration is completed, and the irrigation aspiration tip is removed. Immediately following this, the intraocular lens implant (iol) is inserted. The paracentesis incision is then hydrated to seal the wound. The surgeon attempts several times to complete the initial suture. There is difficulty because of the condition of the tissue from the burn. The surgeon allows the suture to slide through (untied). Additionally, the eye moves upward under the eyelid making it difficult for the surgeon have adequate purchase on the suture needle to pull it though. At marker (33:33) forceps are used on the conjunctiva (opposite of the corneal burn location) to stabilize the eye movement and to keep the wound from going under the eyelid. This tactic was discontinued. The forceps were then used as a bolster to push the eye away from the lid (to expose the wound to be sutured. The wound appears to gape at this time. At marker (35:06) the first completed suture is tied. The conjunctiva is cut further back from the wound and then the video ends. The milky cataract (morganian) will test a surgeon's skill, experience, and patience. The surgeon knows how to recognize when eyes are at a greater risk and may use techniques to mitigate the issue. When making the capsulotomy, the ¿milk¿ from the cataract fills the anterior chamber, obscuring the surgeon's view. The anterior capsulotomy may not be complete. Filling the anterior chamber with viscoelastic before starting the capsulotomy may help. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The customer noted the event occurred during irrigation aspiration. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device when the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Surgical reusable or disposable irrigation aspiration handpieces that do not turn, may cause a shallowing or collapsing of the anterior chamber. Exceeding the recommended level of 100 mmhg (133 hpa) with a 0.5 mm or larger irrigation aspiration tip may cause anterior chamber shallowing and/or incarceration or tearing of the posterior capsule. Perform visual inspection of accessories for burrs or bent tips prior to use. I/a tips are not to be used with phaco handpieces. Inspect the o-rings on the ii irrigation aspiration handpiece tip. If damaged, the orings must be replaced using the o-ring tool prior to sterilization. Good clinical practice dictates testing for adequate irrigation, handpiece prior to entering eye. Use of a tool other than alcon tip wrench may cause damage to the irrigation aspiration tip and handpiece. If stream of fluid is weak or absent, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration low prior to entering the eye. Before each use, the handpiece should be inspected for damages (e.g. Nicks, crimps, dents). If the handpiece is damaged it should be immediately removed from service. Use of damaged handpiece may result in serious permanent patient injury. One wet sample was returned for evaluation. Inspection of the sample found no obvious defects that would have contributed to the reported event. The cassette was tested on a console, primed and tuned with the ultrasonic hand piece successfully and could achieve maximum vacuum. No system message was generated during functional testing. No fluid or air leaks, and no cracks were observed from the connectors. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balanced salt solution bottle through the irrigation path continuously, no fluidic anomalies were observed. No occlusion or obstruction was identified during inspection and functional testing. The root cause of the customer's complaint could not be established as the returned cassette was evaluated and irrigation functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that irrigation failure occurred during surgery and thermal burn developed. The surgery was successfully completed. The procedure type was unknown. The medical or surgical intervention performed and additional medication also suggested.

Manufacturer narrative:
Correction g.3: supplemental medical device report (smdr) # 01 is being filed to correct the g.3 date on the initial/supplemental report, filed earlier. Incorrect date of 15/01/2024 is being corrected to 16/01/2024. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the irrigation failure occurred and its lead to thermal burn during surgery. The procedure type was unknown. Postoperatively, the thermal burn was treated with steroidal ointments, antibiotics, and nonsteroidal anti-inflammatory drugs. However, the patient discontinued the steroid ophthalmic ointment independently, leading to a worsening of symptoms despite initial improvement. Despite the complication, the surgery was successfully completed on the same day. This report pertains to cassette involved in this reported event.